Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Drainage: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Depression: unable to observe as it is not related to the device. Other technical -ndr: unable to observe as it is not related to the device. Infection (unknown onset): unable to observe as it is not related to the device. Additional observations: encapsulation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported the events of "rupture¿, ¿the right one had more of effusion of fluids¿, ¿wore a drain for several weeks¿, ¿suffered terrible pain¿, my immune system was totally destroyed, due to the several bacteria found and extreme antibiotic treatment¿, ¿I am disfigured, which brought many psychological issues to me. During the summer months I am walking around with one breast, I was not able to take care of my children for a month, you can imagine how I feel when they ask me questions about it. Not to mention difficulties in organizing work, both at home and in my office for all these months. My life has become a nightmare, all because of a bad implant¿, and ¿anemic¿. This relates to the right side. Device has been explanted.

Event description:
Patient reported the events of "rupture", "the right one had more of effusion of fluids", "wore a drain for several weeks", "suffered terrible pain", "my immune system was totally destroyed, due to the several bacteria found and extreme antibiotic treatment", "I am disfigured", which brought many psychological issues to me, during the summer months I am walking around with "one breast", I was not able to take care of my children for a month, not to mention difficulties in organizing work, both at home and in my office for all these months, my life has become a nightmare, all because of a bad implant" and "anemic". This relates to the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior assessed as unidentified (tear) opening. Shell thickness within specification. Anxiety-product/procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Drainage: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. Infection (unknow onset): unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued h6 (health effect - impact code 4): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, drainage, infection (unknown onset) and seroma.

Event description:
Patient reported the events of "rupture¿, ¿the right one had more of effusion of fluids¿, ¿wore a drain for several weeks¿, ¿suffered terrible pain¿, my immune system was totally destroyed, due to the several bacteria found and extreme antibiotic treatment¿, ¿I am disfigured, which brought many psychological issues to me¿ during the summer months I am walking around with one breast, I was not able to take care of my ..children for a month, you can imagine how I feel when they ask me questions about it. Not to mention difficulties in organizing work, both at home and in my office for all these months¿ my life has become a nightmare, all because of a bad implant¿, and ¿anemic¿. This relates to the right side. Device has been explanted.